Manufacturer narrative:
All buttons were functioning properly; however, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was also received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 8.6 mmol/l. It had been raining and customer was working outside, leading to the alarm. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.